Event description:
The device was used during a low anterior resection procedure. Reportedly, the staple line was incomplete. The surgeon resected the taple line, applied a new purse string and completed the procedure.